Manufacturer narrative:
Patient age, gender, and weight are unknown. The returned device was received with the balloon relaxed and deflated. Visual analysis revealed the black exit marker on the catheter to be bunched. The device could not be inserted into the scope as it was no longer in its wingfolded position. No other damage was noted to the device. The condition of the returned complaint device is consistent with the complaint that the device was difficult to advance through the scope. It is possible that pre-inflation of the balloon caused this issue. A DHR review was performed and there was no non conformance raised for the lot. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2010 that a cre balloon dilatation catheter was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2010 (patient age, gender, and weight are unknown). According to the complainant, during preparation, the balloon was pre-inflated. During the procedure, the physician experienced difficulty advancing the balloon through the endoscope (2.8mm, model unknown). The device was removed from the endoscope. It was confirmed there was no damage to the device. The procedure was completed with another cre balloon dilatation catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results; exit marker bunched.